Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was discovered that the battery oscillator device ¿got bound up¿ and stopped working. It was further reported that the device had ¿too high of a load¿. According to the reporter, when the surgeon applied pressure, the device stopped working and when the pressure was released, the device started working. There were no delays to the planned surgical procedure as the same device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the torque test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor or electronic control unit assembly failure from normal wear out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.